Event description:
Same case as MFR report#: 2134265-2009-03021. It was reported that during an ablation and stenting procedure, a balloon detachment occurred. The denovo lesion was located in the severely calcified proximal right coronary artery (rca). The lesion size was 15mm long by 4.0mm in diameter. Vascular access was obtained through the right femoral artery. The lesion was ablated with an unspecified rotablator device using a rotablator guide wire. Two stents, promus 3.5mm x 18mm and endeavor 3.5mm x 15mm, were implanted in the rca. Upon attempting to advance the 12mm x 4.0 mm quantum maverick mr balloon catheter for post-dilatation over the same rotawire guide wire, resistance was encountered and the balloon catheter could not be advanced. The physician attempted to withdraw the balloon catheter and encountered resistance and the balloon catheter became stuck on the rotawire guide wire and would not advance or retract. The guide catheter was advanced forward and a choice pt guide wire was inserted for extra support. All the devices were removed from the patient contained within the guide catheter without incident. Upon removal, it was noted that the balloon was detached from the balloon catheter and the rotawire guide wire was kinked. The procedure was successfully completed with this device. No patient injuries or complications were reported. The patient's status was reported as "ok".